Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Additional information was requested and the following was obtained: suture needle broke? Yes. Did only the suture thread break during use on patient? Or did only the needle break during use on patient? Yes. Any patient consequence? No. Was the procedure completed successfully? And how? Yes, closed using zipfix band and centineal steel.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle broke during sternal closure. A competitor device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/29/2019. One opened straight pack folder, suture, one broken needle was received for investigation for code mnw9454 lot v8003. Suture material was inspected under 10 x magnification and found satisfactory. One needle observed with broken tip was visually inspected under 10 x magnification and it has been observed that several user instrument marks and bent up appearance right behind the bend and break area were observed. This indicated that the needle was grasped with force. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. As the complaint is related to needle breakage, five retain samples of each incident code and lot number were retrieved for analysis. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. Retain sample needles were tested for description, bore diameter, wire diameter and bore depth and found to be meeting specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.